Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18253506/18141271. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.